Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) battery status. The charge time was 25.9 seconds, with a monitoring voltage of 2.68 volts. Seven weeks prior, the charge time had been 14.1 seconds with a monitoring voltage of 2.81 volts. A guidant technical services consultant discussed the potential for extended charge times at middle-of-life (mol); however, these extended charge times did not trigger eri. A device replacement was recommended due to the sudden battery depletion.